Event description:
The high-speed handpiece is claimed to have a valve in it that prevents contaminated oral fluids from entering the waterline. There is no evidence that this is true over anything but a short period. No active life span is designated for the valve and its action is likely to be very much affected by particulates and other water components. The device is not able therefore to function as advertised. The device also has a so-called clean head which prevents suck back of contaminants, but this also is not supported by evidence. Also if the contaminants are all spun out by this design of the head this must create even more aerosols of the contaminants into the environment; this does seem like a safe approach. (*)